Event description:
It was reported the device exhibited a "cassette not inserted correctly" per reporter, tried several cassettes without success. There was unknown patient involvement.

Manufacturer narrative:
B3, g4, d4: UDI unknown. E1: phone (B)(6). One device was received for evaluation. Visual inspection found the device to be slightly worn, and a brittle dso gasket. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. The root cause was unable to be established. The service history review identified no indication that the complaint was related to a service of the device within the review period.